Event description:
It has been reported to philips that the flexvision monitor on the allura xper fd10 system was working, but that there was no video signal. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor on the system was working but that there was no video signal. Review the system log file showed that malfunctioning grabber card in flexvision pc or bad video connection. The frame grabber captures the video from the allura system. The engineer replaced the flexvision monitor. After replacement of the flexvision monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.